Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. Information has been requested and not yet received. Clinical study patient ID: (B)(6).

Event description:
Additional information received indicated that the primary cause of death was sudden death, and it was confirmed that the device did not cause or contribute to patient death.